Manufacturer narrative:
H6 device code c62973. No longer applies conclusion: a device history record of the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. The transthoracic echocardiogram (tte) and cine images indicated severe paravalvular leak (pvl) with mild aortic insufficiency after full valve deployment. The imaging provided confirmed the valve was deployed to 100% and the transesophageal echocardiogram (tee) and angiogram confirmed there was pvl present post implant. There was no imaging provided to confirm there was a post implant balloon aortic valvuloplasty (bav) performed. The tee post implant confirmed there was severe central aortic insufficiency (ai) seen by color flow doppler. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the images and information provided a conclusive root cause could not be determined. It should be noted that the evolut instructions for use (IFU) states, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting a size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valve, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer¿s labeling for proper instruction on the use of the balloon catheter devices.¿ in this case, the cause of the reported central regurgitation most likely was a consequence of the bioprosthetic leaflet which may have been damaged during the post bav. Additional details, such as pressure measurements that the balloon was inflated or if the balloon was over expanded were not provided. There was no evidence provided to confirm the post bav was performed or the damage leaflet reported. Therefore, without the valve return for analysis, with the information and evidence provided a conclusive cause for this severe ar/pvl and a damage leaflet could not be determined. This event did not indicate device misuse or malfunction nor a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, an echocardiogram revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with a 28 millimeter (mm) x 4.5 mm balloon. One inflation was performed not more than three seconds long with a perfusion syringe. After dilation, an echocardiogram revealed severe central aortic valve insufficiency. It was assumed that the bav damaged a valve leaflet. Due to the aortic insufficiency, a second transcatheter bioprosthetic valve was implanted successfully and resolved the insufficiency. No additional adverse patient effects were reported.